Manufacturer narrative:
It was reported that the infrarenal neck angulation at the location of the suprarenal stents was 15 degrees. It was clarified that two suprarenal stent struts became stuck in the spindle. The back-end wheel was rotated as far as it could go to release the suprarenal stent before a bailout was attempted. This process was double-checked by the physician. During the use of bailout techniques, one stent graft was successfully released from the spindle, while one stent remained attached to it. The remaining stent was released from the delivery system via open surgery using surgical tweezers and forceps. The operating team that performed the open surgery reported that the delivery system appeared intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the reported difficulty in removing the delivery system, attributed to its interaction with a suprarenal stent, is consistent with the findings in the limited still angiograms reviewed; however, the available images do not provide sufficient information to evaluate for a potential deployment issue. A complete evaluation of the removal and deployment events was not possible due to the lack of critical data, including pre-implant CT scans and angiogram videos showing the stent deployment, attempts to release the suprarenal stents, or retrieval of the delivery system. The reported blood loss leading to the patient¿s death could not be evaluated based on the available images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft was intended to be implanted during the endovascular treatment of a 60mm aaa. It was reported that during the index procedure, while opening of the proximal suprarenal ring, two stent struts became stuck in the socket of the delivery system and did not open. It was confirmed the delivery system appear normal prior to use. Bail-out techniques were applied according to instructions, resulting in one strut detaching, but one strut remained attached to the delivery system and could not be detached and released despite repeated attempts. The physician initially attempted to release the suprarenal stent as described in the instructions for use (IFU) by using a hemostat to depress the tabs on the back-end wheel, removing the wheel, and pushing the t-tube. Despite completing the technique, the suprarenal stents did not release. The process was repeated with the same result. Angiography suggested that the suprarenal stent spikes were stuck in the spindle. A compliant balloon was deployed in an attempt to separate the spikes, resulting in the release of two, while the remaining spikes remained attached. Additional attempts using both compliant and non-compliant balloons did not achieve complete release. The physician attempted an alternative approach by passing a snare through the upper access point. A snare was passed to hook the proximal component of the delivery system and traction was applied in the opposite direction to release the remaining suprarenal stents. This technique was also unsuccessful. Per the physician the cause of the event is undetermined. Due to the patient's comorbidities, endovascular repair was initially recommended over open surgery. However, the inability to remove the delivery system and implant the stent graft required an open surgical conversion. The patient expired during the open procedure due to blood loss.

Manufacturer narrative:
It was reported that although the angle of the suprarenal aorta was within an acceptable range, there are concerns regarding the aortic angulation at 40mm distal to the lowest renal artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: evaluation of the pre-implant CT (1 series) revealed infrarenal aortic neck angulation of approximately 90 degrees. Although this cannot be confirmed, it is possible this neck angulation contributed to the reported deployment and removal difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.